Event description:
Per the initial reporter, the surgical table had a broken override panel and ir sensors; unable to move it up and down.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no established expiration date for this device. Device was evaluated in the field on 01/01/2009. Evaluation summary: the table in question was damaged due to customer abuse. The table was in the lithotomy position after a case when a circulating nurse used the override panel to lower the table. The result was the lowered section of the surgical table jammed into the table base causing the frame to extend beyond its tolerance. This action damaged the override panel and the sensors on the column casing. Operating room panel is a emergency panel on the table that is used for emergency situations when the handheld control or sensors in the table fail. New parts were purchased by the hospital and remedial training was conducted. No patients were involved in this occurrence, thus no adverse consequences. This is not a single-use device.